Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or broken on the bottom case and plunger assembly upon receipt. The right plunger case was chipped, and the bottom case was cracked. An error code was found in the event history log (ehl). An occlusion test was performed, and the customer reported issue of motor rate error was duplicated during the test. The root cause of the reported issue is attributed to customer use whereby the worm gear, worm coupling, motor bracket, lead screw and both clutch halves were found old, dirty, and worn out from normal wear. The device was over ten years old. To correct the issue, the worm gear, worm coupling, motor bracket, delrin washer, lead screw and both clutch halves were replaced. Preventive maintenance and all functional testing were performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, a motor rate error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.